Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to the ablation procedure, device would not interrogate or allow any programming changes. Tried 3 different programmers, rf telemetry antenna was disconnected and able to interrogate the device after removing precision magnet. Programming changes were made safely prior to the ablation procedure. Patient¿s condition was stable.